Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire ab encountered resistance with the rebar microcatheter. The patient was undergoing surgery for treatment of an ischemic stroke. The accessed vessel was the right femoral artery. It was noted the patient's vessel tortuosity was normal. It was reported that the solitaire ab stent could not enter the rebar microcatheter. During ischemic stroke surgery, resistance was encountered when delivering the solitaire ab stent in the rebar catheter. The rebar was replaced to complete the surgery. It was re ported there was catheter resistance located in the middle section of the catheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis of 105-5081-153, lot# b681770 as found condition: the rebar-18 micro catheter was returned for analysis within a shipping box, within an unsealed plastic biohazard pouch, and within a dispenser coil. The solitaire ab 4-20 revascularization device used during the event was not returned for anal ysis. Visual inspection/damage location details: no damages or irregularities were found with the rebar-18 hub, micro catheter body, distal tip or marker bands. Testing/analysis: the rebar-18 micro catheter total length was measured to be ~161.2cm and the usable length was measured to be ~155.0cm, which is within specification (specification: total (ref) = 159.5cm, usable = 153.0cm ± 2.5cm). The inner diameter was measured to be 0.022¿ which is within specification (specification: 0.020¿ minimum). An in-house 0.021¿ mandrel was inserted into the rebar-18 hub, through the micro catheter body, and out the distal end with no resistance encountered. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed and the event could not be replicated. No damages were found with the returned rebar-18 micro catheter and no resistance was encountered during in-house testing. Possible causes of catheter resistance include, but not limited to, patient vessel tortuosity, user does not maintain continuous flush, user does not maintain correct flush rate, rhv loose during delivery, or damage to the solitaire device. As the solitaire ab revascularization device used during the event was not returned for analysis, any contribution of the solitaire ab towards the failure could not be determined. The solitaire ab 4-20 is rated per IFU for use with a micro catheter with a minimum inner diameter of 0.021¿ and is therefore compatible for use with the rebar-18 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.